Manufacturer narrative:
The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Event description:
As reported from australia, edwards received notification of a pascal precision ace procedure in the mitral position during which a pericardial effusion with tamponade developed following transseptal puncture and guide sheath (gs) advancement. The clinical team noted a thickened septum during the procedure, although a thin fossa had been identified on pre-procedural tee. Visualization challenges were encountered, including difficulty imaging the lateral left atrium and inability to clearly identify the guidewire or pulmonary vein. The gs and introducer were advanced into the left atrium over a safari wire. After removal of the introducer and insertion of the implant system, hypotension was noted, and imaging revealed a 1 cm circumferential pericardial effusion. Surgical intervention confirmed a 2-3 mm perforation in the roof of the left atrium. The patient underwent pericardiocentesis and open surgical repair and was reported to be stable post-operatively. A post-procedure debrief suggested that 3d imaging should have been used earlier.

Manufacturer narrative:
The following sections were updated/corrected/added: b4, g3, g6, h2, h6 and h11. Additional h6 type of investigation code: labelling review. The complaint for inability or difficult to insert device into transseptal puncture location was confirmed with empirical evidence. Per the information provided, advancement of the guide sheath (gs) and introducer into the left atrium (la) without clear visualization of the device tip led to atrial perforation. In this case, the echocardiographer had limited visibility, and the interventional cardiologist proceeded despite uncertainty regarding the gs tip location. The team later acknowledged that earlier use of 3d imaging and pausing the procedure until the tip position was confirmed could have prevented the event. The device history record review was completed, and this device passed all manufacturing and sterilization inspections. There were no nonconformances related to the complaint event were identified. Available information suggests that advancement of the device under inadequate imaging guidance may have contributed to the reported event. Per the instructions for use (IFU), atrial/septal injury is a known potential adverse event which has been identified as a possible complication of the pascal implant procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to vascular injury. The device training manuals instruct the operator to consider all procedural and anatomical factors. Physicians are extensively trained by edwards before they are qualified to use the device system. Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. Excessive manipulation may result cardiac structure damage requiring surgical repair or other intervention.